Event description:
An aus device was implanted on 6/27/96. Info received on 5/13/97 indicates the pump was revised, date not provided, and pt states "still have a problem--I have to press the bulb to open the valve quite hard and it only stays open for a few seconds. I also have leakage when I sit down for a while."